Manufacturer narrative:
It was reported that the device had extruded. This report is submitted on 3 may 2021.

Manufacturer narrative:
This report is submitted on december 1, 2020.

Event description:
Per the clinic, the patient experienced a postauricular wound dehiscence and infection, was treated with oral and topical antibiotics, and underwent a procedure in the clinic on (B)(6) 2020, to close the wound. The implanted device remains.